Manufacturer narrative:
A ge service rep performed an onsite investigation. The video control pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently lost. This issue will intermittently eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.